Event description:
A physician was using this device with an olympus colonoscope to close a post polypectomy site in the sigmoid part of the colon. The tech opened and closed the clip for positioning around the site fine. When [the tech] was asked to deploy the clip, he applied normal pressure to release the clip and it would not release. When he tried to open the clip away from the tissue, it would not reopen. The physician proceeded to try to deploy the clip and it would not release. He was able to pull the clip away from the tissue with no trauma to the pt and pulled the fully intact clip out of the endoscope. Another of the same device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report. The device was returned with the clip attached. A visual examination of the clip assembly was conducted and a small closed crack was noted in the clip assembly housing. During a functional test the device was advanced through an olympus endoscope (2.8mm channel forward viewing) placed in a lower simulated gi position with the endoscope tip retroflexed. The clip opened and closed as intended. The device deployed with no issues. The clip assembly housing remained intact during the functional test, the crack did not impact the device function. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determined a cause. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.